Event description:
It was reported the ez35w was used during an unk procedure. It was reported the device would not fire staples. Another ez35w was opened to complete the case. There is no other info available. There was no consequence to the pt.